Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a other (unusual) issue. The reporter stated that 911 protocol was initiated and the patient was taken to the hospital. Customer support (cs) completed troubleshooting and the patient was infused with 25.30 units of insulin with an insulin bg ratio of 1:30 mg. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/17/2017 with the following findings: the black box shows multiple auto off alarms and multiple deliveries resumed. The pump boots to verify screen with no issues. The pump clearly displays message ¿disconnect infusion set from your body!" On the rewind screen and ¿be sure set is disconnected from your body. Then select continue" on the prime screen. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. No delivery defects found during delivery accuracy testing. Pump was found to be delivering within required range and delivering accurately. No hypersensitive or stuck keys were observed on keypad. No delivery interruptions or eaw¿s occurred during testing. Investigators were unable to duplicate the complaint.